Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had an electric pin pushed back into the connector which caused the e5 error. Therefore, the reported condition was confirmed. It was determined that this was due to not properly aligning the connector body with the console and trying to force it in. The assignable root cause was determined to be due to misuse, abuse and possibly use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the motor device displayed an e5 error. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.